Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the guide wire was inserted, it wouldn't go through, and when the guide wire was removed, it broke and opened up, leaving pieces of the wire in the catheter. It was first tried with the cs-14402 and then with the cs-14403, having the same issue with both cvc". Another wire was used to complete the procedure. There was a delay to therapy. There was no patient complications or injury. The patient's current condition is reported as "critical". Associate MDR numbers include:3006425876-2026-00433.